Manufacturer narrative:
This complaint includes known side effect for tremor dominant parkinson's disease treatment. No new risks were identified. No device malfunction was detected. Treatment parameters were in line with the typical range.

Event description:
Left sided weakness and prolonged hospitalization for observation only, following tremor dominant parkinson's disease treatment.